Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "last time I didn't know it was empty. They lied and said I rescheduled my refill appointment but I never did. When I called them they said come back next week. The pump ran out that friday or saturday. I was smelling it in my nostrils, it was constantly burning - I came back in august, it was filled on november 22nd, october 3rd I went to the ER, the 30th of september was the date it ran out. I could smell this burning of the metal and it had a weird smell. It's like when you cook with water and it has a weird stench. The smell started friday and I didn't hear the beep until saturday. Friday the 31st is when I heard beep beep under my skin. When I woke up on saturday morning, I started to feel sick - cold sweats, nausea, and sweating. I didn't know what was going on. I was feeling weak, sweating, and drinking a lot of water. I was so upset. I wanted this pump out because I didn't want this feeling anymore. It was really horrible going through withdrawals. I didn't know what was going on. On saturday, october 1st, I went to the ER." The patient stated they were unable to get a medtronic representative to come and turn off the pump. The patient reported "I couldn't call because I was so sick and throwing up. If someone turned it off, then I wouldn't have to endure the smell. It was making me sick. I put things up my nostrils - the smell wasn't from my body - it was within my body. I've never had that feeling until that day. I was in the ER from saturday morning until 4pm that day. They gave me a shot of morphine but they couldn't give me any pain medication due to the contract with my doctor. Then my pump doctor sent me drugs to control withdrawals to pull through until that monday when the pump was filled. I had to deal with the smell from saturday until monday. As soon as they refilled the pump on monday, the smell went away." The patient mentioned that they had their pump most recently refilled on 2022-dec-05.